Event description:
Nurse was called to room by pt who stated the pump was making a strange noise. The pt had been receiving hyperalimentation at 150cc/hr. When entering the room, the nurse noted that the display numbers on the pump were all 888's. At this time the clicking sound could be heard from the pump to indicate it was still pumping. The light was rotating also to indicate the pump was still working. The pump was immediately replaced with no adverse reaction from the pt. The pump was reset to the original numbers at the nurses station and maintain them at that time. The pump was removed from svc.